Manufacturer narrative:
The unit passed displacement test and self test. All operating currents are within specification. There was no unexpected battery out limit or blank display noted. The unit was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 262 mg/dl. It was reported that the customer was hospitalized due to a hand injury incurred after a fall. The customer reported a blank display on the insulin pump. The customer reported installing new batteries on the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that neither the battery compartment, nor contacts nor spring were damaged or corroded. The customer was advised to insert a new battery on the insulin pump. The customer reported that the display returned. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.